Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine (10 mg/ml at 0.4 mg/day) via an implantable pump for unknown indications for use. The hcp reported that the patient was seen for the first time last week and they noticed the pump reservoir was empty and the pump was alarming. The hcp stated that the patient missed the refill. The pump was refilled with preservative free normal saline last week and the pump was filled with drug on (B)(6)2022.